Manufacturer narrative:
D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. G4: combination product: add no (previously blank). D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicap transfer sets had a broken twist clamp. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.